Event description:
It was reported by service report that the bed exit alarm did not operate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Alarm set incorrectly. Bed exit alarm volume reset.